Event description:
It was reported that the patient reported intermittent episodes of pre-syncope. The right ventricular (rv) lead had an increase in sensing integrity count (sic) and non-sustained episodes which triggered a lead integrity alert (lia). Episodes show rv inhibition with rapid heart rhythm. Symptomatic episodes seem to correspond to real non-sustained ventricular tachycardia. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6). (B)(4).